Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foreign material was stuck to the connector of the drainage bag. This device was not used. It was later reported the foreign material was inside the connecter. This device was intended to use for treatment

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Remove protective cap from drainage tube catheter adapter and connect drainage" (B)(4). The device was not returned.

Event description:
It was reported that the foreign material was stuck to the connector of the drainage bag. This device was not used. It was later reported the foreign material was inside the connecter. This device was intended to use for treatment.